Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 03-jun-2024. Please see the boluses listed below on the event date 03-jun-2024. 06/03/2024 11:51:32.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 2. Bolusamountdelivered = 2. 06/03/2024 12:46:20.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 10. Bolusamountdelivered = 10. 06/03/2024 14:38:32.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 6. Bolusamountdelivered = 6. 06/03/2024 21:29:12.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.5. Bolusamountdelivered = 2.5. 06/03/2024 21:44:22.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4.2. Bolusamountdelivered = 4.2 please see below for the daily total of all insulin delivered on the event date 03-jun-2024 in the pump history file. 06/04/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 06/03/2024 00:00:00.000. Dailytotalofallinsulindelivered = 51.3. Dailytotalofbasalinsulindelivered = 26.6. Dailytotalofbolusinsulindelivered = 24.7. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-jun-2024 in the pump history file. 05/29/2024 09:47:41.000 alarmalertnotification. Faultnumber = no delivery (7) - during fill cannula. 06/01/2024 10:02:00.000 alarmalertnotification. Faultnumber = low battery alert (104). 06/01/2024 19:33:00.000 alarmalertnotification. Faultnumber = change battery fault (73). 06/01/2024 19:53:32.000 batteryremoved. 06/01/2024 19:53:32.000 alarmalertnotification. Faultnumber = battery removed (84). 06/01/2024 19:53:41.000 batteryinserted. 06/02/2024 19:24:42.000 alarmalertnotification. Faultnumber = mfda alarm (130) (pump error 130) . Earliest power data available per the power management tool/detail trace file is on 6/1/2024 3:28:57 pm. There was no power data available for the date of 06/01/2024 10:02:00.000 (am). Unable to check power data for low battery alert. However, the replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. The motor was tested outside of the device and passed. No pump error 130 noted during testing. Pump error 130 (found in the pump history file), problem isolated the electronic assembly and the motor. No delivery (7) - not confirmed. Low battery alert (104) - unknown. Change battery fault (73) - not confirmed. Pump error 130 - confirmed (found in the pump history file). Please see below pertaining to svn (B)(6) and event date 28-may-2024. Please see below for the boluses listed in the pump history file on the event date 28-may-2024. 02/28/2024 12:33:42.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4. 02/28/2024 21:45:26.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4. Please see below for the daily total of all insulin delivered on the event date 28-may-2024 in the pump history file. 02/29/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 02/28/2024 00:00:00.000. Dailytotalofallinsulindelivered = 36.4. Dailytotalofbasalinsulindelivered = 28.4. Dailytotalofbolusinsulindelivered = 8. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-may-2024 in the pump history file. 05/22/2024 19:20:00.000 alarmalertnotification. Faultnumber = lost sensor 1 alert (780). 05/24/2024 14:10:17.000 alarmalertnotification. Faultnumber = sensor error alert (801). 05/24/2024 14:45:28.000 alarmalertnotification. Faultnumber = sensor error alert (801). 05/24/2024 14:55:00.000 alarmalertnotification. Faultnumber = sensor error alert (801). 05/24/2024 15:20:52.000 alarmalertnotification. Faultnumber = sensor error alert (801). The pump properly connected with the guardian link 2 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert (780) - not confirmed. Sensor error alert (801) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. No pump error 130 noted during testing. The motor was tested outside of the device and passed. Pump error 130 (found in the pump history file), problem isolated the electronic assembly and the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced the pump was unable to push insulin through tubing with enough pressure to arrive. And a possible under delivery. The customer reported, a blood glucose value of 600 mg/dl. The customer reported, hyperglycemia. Treated with discontinue use of insulin delivery system, manual injection/insulin pen. The event involved product(s) mmt-1781kl. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. And the customer was not used the auto mode feature. No further patient complications were reported. Product return was requested for mmt-1781kl. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.